Event description:
The customer reported he gave himself a bolus of too much insulin, had a hypoglycemic episode in which he lost consciousness, required a glucagen injection from his wife. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.